Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that following a lap adjustable band procedure, the band was removed due to esophageal obstruction. The surgeon indicated that after an experience of gastroenteritis, the patient made considerable effort to induce herself to vomit. She vomited to the point where she lost consciousness. The patient has not had any other complications since the band removal and is in excellent condition.